Event description:
It was reported leaking through the "butterfly" insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed, but the exact cause of damage could not be determined. One 2 fr per-q-cath PICC was returned for investigation with an excalibur introducer. The proximal end of the excalibur introducer sheath was split 1.5cm on one side. The sheath was received over the needle shaft. The split end of the sheath was pulled away from the needle shaft. Blood residue was observed within the sheath, which indicates that the product was used. The damage may have occurred during the insertion process; however, the exact mechanism of damage could not be determined. No damage associated with the manufacturing process was observed on the returned sample. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0535 showed three other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the PICC was leaking through the "butterfly" insertion. No other information was provided.